Event description:
During patient use, the autopulse platform (sn (B)(4) displayed a "pull up lifeband, check patient alignment and press restart" message and the lifeband never retracted. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed a "pull up lifeband, check patient alignment and press restart" message and the lifeband never retracted was confirmed during functional testing. The reported "pull up lifeband, check patient alignment and press restart" error message was not reproduced during functional testing, however, it is generally will be displayed if a ua18 (max take-up revolutions exceeded) occurs and in this case, the autopulse platform did display "ua18" upon powering on. User advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned. The root cause of the reported complaint was found to be a defective load cell module 1, likely to an aging device. The autopulse platform was manufactured in march 2016 and is 6 years old, reached its service life of 5 years. Upon visual inspection, no physical damage was observed on the autopulse platform. The archive data review indicated multiple user advisory ua07 (discrepancy between load 1 and load 2 too large) errors, due to the defective load cell module 1, unrelated to the reported complaint. Functional testing failed due to the ua18 advisory message displayed upon powering up the platform, unrelated to the reported complaint. The single-point load cell 1 didn't respond when pressure was applied. During take-up, the drive shaft moved the lifeband past the maximum allowable take-up depth without detecting a patient. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The load cell module 1 was replaced to remedy this observed issue. Upon further testing, unrelated to the reported complaint, zoll service personnel observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. A brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).